Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. It was observed that one foot was in the vessel and the other foot was outside the vessel. This is likely the cause for the reported device removal difficulty, but it cannot be confirmed. A review of the device history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this event and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a left common femoral artery, in a pre-closure fashion, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the physician was unable to park the foot (return the foot to its original position) and it became stuck in the vessel. A cut down was performed and it was observed that one foot was in the vessel and the other foot was outside the vessel. The device was removed from the patient's anatomy, the aaa procedure was completed and hemostasis was achieved surgically. The patient did not experience any adverse sequela. Though requested, no additional information was provided.